Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the operator dialed the valve past the distal marker, about 30-40%, during valve alignment. However, the operator still attempted to deliver valve, but due to tortuosity, they were unable to navigate over the arch. The operator was concerned the valve would dislodge from the delivery system if attempted to pull into the esheath+ and remove, so it was decided to deploy the valve below the renal, which was done without issue. The delivery system and esheath+ was removed without any issue. The patient is planned to be brought back for axillary access at a later date. The patient remained stable throughout. Per report, the patient has a tortuous calcified aorta.

Manufacturer narrative:
The event reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for valve alignment difficulty with fine adjust, difficulty to cross native annulus and/or bioprosthesis, and difficulty to withdraw system through sheath are unable to be confirmed as no procedural imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the training manual, the user is instructed to use the fine adjustment wheel to position the valve between the valve alignment markers. In addition, it instructs "do not position the valve past the distal valve alignment marker." It states, "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap." In this case, the aligning wheel was likely over rotated, leading to the valve over aligning and surpassing the distal valve alignment marker. As such, available information suggests that use error (over rotation of fine adjust) may have contributed to the complaint event. In this case, patient factors (i.e. Tortuosity, calcification) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during crossing. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event. It was reported that the valve was deployed in a non-target location rather than attempt withdrawing the system through the sheath due to concern of the valve potentially dislodging from the delivery system. In this case, the valve was over aligned past the distal marker. Withdrawal of a crimped thv that has had its profile altered could cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. As such, available information suggests that procedural factors (altered crimp profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.